Event description:
The intravascular ultrasound (ivus) catheter was being used to image a lesion in the left anterior descending (lad) artery. After removal of the ivus catheter, the patient's "vessels closed down" and the patient expired after approximately 30 minutes of intervention (medicine and mechanical means). Follow up clarification from the facility is in progress to determine the relationship of the device to the event. Physician does not believe the death was caused by the catheter. The cause of the death is unknown.

Event description:
The intravascular ultrasound (ivus) catheter was being used to image a lesion in the left anterior descending (lad) artery. After removal of the ivus catheter, the patient's "vessels closed down" and the patient expired after approximately 30 minutes of intervention (medicine and mechanical means). Follow up clarification from the facility is in progress to determine the relationship of the device to the event. Physician does not believe the death was caused by the catheter. The cause of the death is unknown.

Manufacturer narrative:
A ship history to obtain a potential lot number to perform the device history record (DHR) review could not be performed because the upn of the device used, as well as, the procedure/event date remain unknown. The device labeling review could not be performed on the exact device since the upn of the device is unknown; however, death is a known complication and is documented in all coronary imaging catheter directions for use (dfu) with this warning: "the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death." While the reported patient death is a known and anticipated complication to this type of procedure, a definitive cause for the tip detachment cannot be determined because the device was not returned for analysis. Based on the reported details which indicate no device issues and that the patient issues occurring after removal of the device, as well as statements from the physician, it is believed that the ivus catheter used in this procedure is unrelated to the patient death.

Manufacturer narrative:
Correction: addt'l MFR. Narrative: a ship history to obtain a potential lot number to perform the device history record (DHR) review could not be performed because the upn of the device used, as well as, the procedure/event date remain unknown. The device labeling review could not be performed on the exact device since the upn of the device is unknown; however, death is a known complication and is documented in all coronary imaging catheter directions for use (dfu) with this warning: "the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death." While the reported patient death is a known and anticipated complication to this type of procedure, a definitive cause for the patient death cannot be determined because the device was not returned for analysis. Based on the reported details which indicate no device issues and that the patient issues occurring after removal of the device, as well as statements from the physician, it is believed that the ivus catheter used in this procedure is unrelated to the patient death.

Event description:
The intravascular ultrasound (ivus) catheter was being used to image a lesion in the left circumflex (lcx) artery. After removal of the ivus catheter, the patient's "vessels closed down" and the patient expired. Follow up clarification from the facility is in progress to determine the relationship of the device to the event. Physician does not believe the death was caused by the catheter.

Manufacturer narrative:
From the information provided, it is known the death occurred on the same date as the event, but since the event date is unknown, the death date is also unknown. Information about the device was not provided, therefore, the upn, lot #, device expiration date, device manufacture date and 510(k)# are all unknown. The device was disposed by the facility; therefore, a device evaluation cannot be performed.